Manufacturer narrative:
H3: one cadd solis vip pump was returned in good physical condition. The event history log was reviewed and there was a system fault error 45169 message. The pump was visually inspected and error code 45169 was found on the lcd screen. The event log did show error code 45169 a number of times. Further investigation of the pump determined that a faulty microprocessor board was the root cause of the issue. The microprocessor board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed alarm code 45169 and was alarming with out batteries. There was no reported injury to the patient.